Event description:
It was reported that the bd q-syte luer access split septum experienced luer-lok collar breakage. The following information was provided by the initial reporter, translated from chinese to english: a case occurred in the respiratory intensive care unit where a q-syte connector was connected to an indwelling needle and the connector ruptured. The connector was replaced.

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2118463, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed media present inside of a q-syte closed luer access device. The device appeared to have damage to the bottom body with cracks running along the center of the device and a piece broken off from the body. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd q-syte luer access split septum experienced luer-lok collar breakage. The following information was provided by the initial reporter, translated from chinese to english: a case occurred in the respiratory intensive care unit where a q-syte connector was connected to an indwelling needle and the connector ruptured. The connector was replaced.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.